Event description:
The customer states that the reservoir was unable to fill the reservoir. The customer states he attempted to fill the reservoir manually but was unsuccessful. Troubleshooting was performed, but was unable to fill the reservoir. The customer's reservoirs will be replaced. The customer blood glucose level was 300 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.